Event description:
Dealer alleges that the four points where the tilt link bars are attached to the seating system broke at the welds causing the chair to tilt all the way back. The pt slid back into the chair and the therapist hit the floor in an attempt to catch the user. No injury occured.